Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reportedly that the pump shut off unexpectedly. The customer changed out the supplies and was able to turn the pump back on. However, four hours later, the pump shut off again. There was no impact to the customer's blood glucose level.